Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the hospital for heart failure, inappropriate hv therapy was observed. Recommended programming changes were made. The defibrillator was switched off due to the patient assuming dnr status.